Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was reported that the procedure was to treat the bifurcation of the left anterior descending (lad) and diagonal coronary arteries. A 2.5x12 mm xience skypoint stent delivery system (sds) was in the diagonal artery prior to deployment and they were trying to keep the plaque from shifting from the diagonal to the lad. The 3.0x15 mm nc trek neo balloon dilatation catheter (bdc) could not advance and got snagged on the undeployed stent in the diagonal and separated at the distal shaft. Everything was able to be removed on the guide wire despite difficulty and some force was used. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. It is unknown if the IFU deviations directly caused or contributed to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected lot # from 4012241 to 4110441. D4: corrected expiration date from 1/15/2027 to 10/24/2027. D4: corrected primary UDI number from (B)(4). To (B)(4). H4: corrected mfg date from 1/16/2024 to 10/25/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017- excessive force.

Event description:
It was reported that the procedure was to treat the bifurcation of the left anterior descending (lad) and diagonal coronary arteries. A 2.5x12 mm xience skypoint stent delivery system (sds) was in the diagonal artery prior to deployment and they were trying to keep the plaque from shifting from the diagonal to the lad. The 3.0x15 mm nc trek neo balloon dilatation catheter (bdc) could not advance and got snagged on the undeployed stent in the diagonal and separated at the distal shaft. Everything was able to be removed on the guide wire despite difficulty and some force was used. The procedure was completed with a new stent and balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.